Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that that the device "seemed to not be blowing hard." The patient was reportedly also using a "generic valveless" patient circuit with the device. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.

Manufacturer narrative:
H6: ventec has contacted the initial reporter multiple times, asking if the device will be returned for an evaluation. The initial reporter responded, advising that the device had been returned to their logistics department. No further information was provided. In the event that the device is returned to ventec for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.